Event description:
It was reported that during a percutaneous coronary interventional procedure, catheter damage occurred. The 90% stenosed and calcified lesion being treated was located in the left anterior descending artery. After advancing the rotawire guide wire, the physician tested the rotablator rotalink plus system outside of the pt without difficulties. The physician then advanced the 1.5 mm burr to the lesion; however, when the physician tried to begin the rotational atherectomy, the burr would not spin. The physician noticed that the catheter sheath was "broken". The physician removed the device as one unit without incident. The physician then completed the procedure with another of the same rotalink systems and the same guide wire. No pt complications were reported, and pt status was reported as 'stable'.